Manufacturer narrative:
The instructions for use for the ijs-e system includes the following relevant statements: "ensure sufficient space is available for proper application of the ijs-e system when used in conjunction with other implants to prevent interference. Interference with other prostheses may lead to failure of the ijs-e system or post operative complications." "The ijs-e construct is intended to be explanted when tissue healing has proved sufficient for joint stability." "Improper placement, positioning, alignment, or fixation of the ijs-e construct may result in unsual stress conditions which may lead to subsequent reduction in the service life of the components, construct failure, postoperative complications or ineffective treatment." The ijs construct was stacked on top of another implant despite not being indicated to be used in this way and the axis pin was not positioned correctly along the axis of rotation; these factors likely led to the failure of the construct. Despite this failure, fluoroscopic images and testimony from the sales rep responsible for the case confirm that the patient's ijs failed after it had met its intended use and should have been explanted anyway. No harm reportedly came to the patient as a result of this failure.

Event description:
An implanted ijs-e (internal joint stabilizer - elbow) broke at the axis pin eyelet three months after initial implantation.